Manufacturer narrative:
Device received with a critical pump error, problem isolated to the force sensor. Unable to verify pump error 35 alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No moisture damage on the motor, battery tube, vibrator and keypad assembly noted. Device received with cracked case behind the device at the battery compartment. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 500 mg/dl and insulin pump had critical pump error, an alarm for a broken force sensor was detected during seating or regular delivery. Customer stated that insulin pump had crack on battery side as insulin pump fell on sink. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.